Event description:
It was reported that patient experienced hyperglycemia event on (b)(6) 2026 which was treated with pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.